Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of a voluntary medwatch (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. The patient is experiencing continued vaginal pain without vaginal bleeding or discharge. The vaginal sling was underneath the urethra with no vaginal erosions. The sling was removed on (B)(6) 2015. After it was removed, a cystoscopy was performed and found the right arm of the sling was traversing the right lateral/anterior aspect of the bladder. The area was encrusted. There were surrounding reactive changes in the bladder mucosa. Currently, the patient is doing well at home.